Event description:
Procedure type: partial colectomy. According to the reporter: the anastomosis was incomplete with a leak into the abdominal cavity. The device did not staple all the way around the anastomosis. The surgeon had to redo the anastomosis. The patient's abdomen was washed out and no further complications were recorded. The surgery time was extended by more than 30 minutes. Following the initial problem the patient suffered no further complications and has been discharged. The doctor confirmed on (B)(6) that the patient is doing well.

Manufacturer narrative:
(B)(4)